Event description:
Notes: this report pertains to two spyscope ds ii complaints and spy ds controller used during the same procedure. It was reported to boston scientific corporation that two spyscope ds ii complaints and spy ds controller were used during a cholangioscopic lithotripsy procedure performed in the biliary on (B)(6) 2022. During the procedure, the physician brought up the spyscope ds ii into the biliary tract. After couple of minutes while using the water pump to inject, three dots appeared on the screen and was closed. A second spyscope ds ii was used; the physician started using the electrohydraulic lithotripsy (ehl) autolith and the probe was not energized. A second probe was used and still not working as well. They tried with a third probe and nothing was working again. They changed the autolith touch generator for another one; following this probe change, the second spyscope stopped working, the same way as the first spyscope, no probe was used and only the water pump was injected. The procedure was change into a regular endoscopic retrograde cholangiopancreatography (ercp), and the procedure was postponed. The patient will undergo another ercp procedure. There were no reported patient complications as a result of this event.

Manufacturer narrative:
The complainant was unable to report the upn and serial number; therefore the unique identifier (UDI) #, manufacture date, and expiration date are unknown. (B)(4). The device has not been received for analysis. Upon receipt and completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.